Event description:
A malfunction alarm was reported with the code malf 16, but no notable events preceded this issue. There was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before its return. The customer was also advised to return the malfunctioning pump using a pre-paid label within ten days, which they understood and acknowledged.